Event description:
The customer reported to customer service that the prongs on the transformer of her pump in style breast pump were loose and could no longer be used. Upon receipt and qe eval on 10/15/2014, a breach in the transformer housing was found exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe eval on 10/15/2014, a breach in the transformer was found. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in and the voltage across the dc was not measured. Resistance across the dc plug was measured at 0.770m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 53.8 ohms, which is normal and indicates that the thermal fuse did not blow.